Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self test and error test. No unexpected no delivery alarms, error alarms or alarms were noted. However, several alarms were found at the alarm history file. Insulin pump alarmed, due to a corrupted history file. Insulin pump received with cracked case at display window corners and reservoir tube.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.